Event description:
During index procedure one resolute integrity drug-eluting stent was implanted in the cx and one resolute integrity drug-eluting stent was implanted in the 1st diagonal. Approximately 7 months post index procedure the patient experienced a gi bleed. The bleed was treated with medication and a blood transfusion. Investigator indicated that the event was not related to the study device. Patient was on dapt at time of event. Event is resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient has a history of mi and cad. Cec adjudicated that the gi bleed occurred one day later than that previously reported. Patient had an mi one day post index procedure. The patient was discharged on dapt. Cec adjudicated that the mi occurred on the day of the index procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.